Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported for left side "pain and volume increase, free peri-implant fluid ¿ seroma-late, radial creases inside the devices, diffuse edema in the outer quadrants of mammary parenchyma at left. Solid, oval hypoechoic nodules". The device remains implanted.